Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 of 4 was not confirmed due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The home patient (hp) stated that her supply bag was completely empty and that was the only thing that could have caused the alarm. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm and advised to perform a manual drain. The hp stated she would do a manual drain. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this incident, and she had not informed her nurse of the alarm. The hp stated that she was doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No further information was provided.